Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the difficulty removing the gripper line. It is possible that the clip delivery system (cds) device experienced compressive forces on the gripper lumens while in the anatomy, resulting in the difficulty to remove the gripper line. Additionally, curvature on the device as a result of natural patient anatomy may have contributed to constrictive forces/increased friction between the gripper line and gripper lumen coils. The aggregations of forces may have resulted in the difficulty removing the gripper line; however, this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report gripper line removal difficulty. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the gripper line was removed with troubleshooting due to strong resistance when pulling the gripper line. A second clip was deployed to further reduce mr. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.